Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2004. (B)(4).

Event description:
It was reported the atrial lead was laser extracted and replaced due to over and diminished sensing. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial segment of the lead was returned, analyzed and analysis was performed with no anomalies found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, blood was found and the conductor was not obstructed. The distal low voltage (lv) electrode of the lead became extrinsically distorted due to pulling/stretching/overstress, and was covered in blood and body tissue/fibrotic growth. The inner insulation of the lead was extrinsically breached due to a tear, distorted due to kinking/buckling, and extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut and tear, was extrinsically breached due to melting, and extrinsically breached due to pulling/stretching/overstress. The visual summary analysis of the lead indicated apparent explant damage. Only the distal segment was received at the time of analysis. The lead can be determined as model 5076. Electrical tests and microscopic inspection was performed using destructive analysis. Nothing was observed in the lead that could be associated with the electrical complaints.